Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report a second mitraclip procedure. It was reported that on an unspecified date, the patient, with degenerative mitral regurgitation (mr) underwent a mitraclip procedure. On an unspecified date, the patient underwent a second mitraclip procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Correction: other relevant history, brand name, catalog number, lot number, implant date. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Since the initial MDR has already been filed, the event must remain MDR reportable. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. No further investigation is required.

Event description:
Subsequent to the initial 30-day medwatch report, the following information: the initial mitraclip procedure was performed on (B)(6) 2016, with implantation of one clip, treating functional mitral regurgitation (mr). A second mitraclip procedure was performed on (B)(6) 2018 to treat grade 3 recurrent mitral regurgitation, resulting in dyspnea. The implanted mitraclip was noted to be well attached to both leaflets and no tissue damage was noted. Progression of left ventricle dilation continued (progression of disease) caused the recurrent mr. The recurrent mr is not related to the implanted mitraclip. Although this event of recurrent mr is not related to the implanted mitraclip, this event was previously reported; therefore, it will remain reportable. No additional information was provided.